Event description:
It was reported that during review of stored device data in the remote home monitoring system, it was noted that this left ventricular (lv) lead exhibited high pacing impedance measurements of 1,666 ohms in lv tip to lv ring configuration. Technical services (ts) discussed that the high end range for this lead is 1,200 ohms, so the current measurements would be considered out of range. The field representative and physician plan to evaluate other programmed lead configurations during the next routine in-clinic follow-up. No adverse patient effects were reported. This device remains in service.